Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
The device has been replaced and discarded.

Event description:
Patient reported "deflation" against left device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion and one linear opening. A microscopic analysis and leak test were performed which identified void >1 mm in non-textured, valve-to shell-bond area and one opening crease smooth. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening crease smooth in the side posterior assessed as fold flaw opening.

Event description:
Patient reported "deflation" against left device. The device has been replaced.